Manufacturer narrative:
(B)(4). Device evaluation confirms damage to the locking feature. This complaint was confirmed. Visual examination of the returned product found damage to the surface -nicked and gouged- and the dovetail feature is flared. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI #: (B)(4). Foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon tried to insert ps articular surface 10mm multiple times; however, it was not fully locked and there was a gap about 3 to 4 mm and would not seat properly. The surgeon completed the surgery using persona a/s 11mm. There were no foreign substances on the tibia component.